Event description:
The customer contacted baxter's technical service center regarding an increased intraperitoneal volume (iipv), which occurred on the homechoice (hc) during use, during dwell 1 of 3. The home patient (hp) stated that they felt full and could not breathe while in dwell 1 of 3. The technical service representative (tsr) performed a manual drain on the hp. The manual drain volume (mdv) was 5622ml. The hp was empty and felt better. The hp stated that the therapy was continuous cycling peritoneal dialysis (ccpd), the total volume was 10000ml, the therapy time was 8 hours and 0 minutes, the fill volume (fv) was 2500ml, the last fill volume (lfv) equaled 2000ml, the dextrose was set to same, and the patient weight was 60kg. The hp was requesting assistance with ending the therapy. The tsr assisted the hp with ending the therapy as requested. The tsr would swap the hc. The registered nurse (rn) would program the hc. The hp would inform their rn of the night?s events. The hc was being swapped. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, or if any additional information becomes available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported issue of increased intra-peritoneal volume (iipv) was confirmed in the event history log review. The device was functionally and electrically tested and determined to meet specifications for the reported difficulty of an iipv. The cause was determined to be a false empty detect and use error with the initial drain alarm setting inappropriately programmed. Per the baxter homechoice operator's manual, users are warned that programming the initial drain alarm setting too low may result in an iipv.